Event description:
It was reported that the during a device replacement procedure, the right ventricular (rv) lead could not be separated from the device connector. The device and lead were explanted and replaced. The patient is a participant in the panaroma I study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 4097 implantable pacing lead. (B)(4).